Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the patient had right bundle branch block with membranous septum length of 2.5mm which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the patient condition prior to implant. However, this cannot be confirmed. The reported surgical intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 23 mm navitor was chosen for implantation, utilizing the small flexnav delivery system. The patient presented with a right bundle branch block (rbbb) with membranous septum length of 2.5 mm. The valve was implanted at a depth of 3 mm on non-coronary cusp (ncc) and 4-5 mm left coronary cusp (lcc). Immediately after the navitor was implanted, the patient developed a complete heart block, requiring a temporary pacemaker. It was noted that the patient may have had prolonged hospital stay. On (B)(6) 2025, a permanent pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.